Manufacturer narrative:
E1 - phone number: (B)(6). Investigation evaluation: the product said to be involved was returned in a yellow biohazard bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned in a coiled position and one clip jaw was missing. The missing clip jaw was not included in the return. Upon further inspection under visual magnification, it could be seen that one clip jaw was missing; however, the nitinol strips were still present. One stylet pin was missing and not returned. A function test was not possible, due to the condition of the device. The device was returned to the supplier for further evaluation, and the following was provided, "through visual evaluation it was identified that the device was missing one of its jaws and stylet wires. All other aspects of the clip tip were present, including the nitinol strip, secondary jaw, secondary stylet wire, cath attach, housing, and coil cath. No other visual anomalies were identified throughout the device. Functional evaluation of the device was limited due to its current state. The one (1) remaining jaw was able to open and close with the actuation of the handle. The nitinol strip would flex and open with no hitches. The device was able to rotate fully in correspondence with the rotation of the handle. No further functional evaluation for the device was performed. Based on the visual and functional evaluation of the device the reported complaint is confirmed for a missing jaw and stylet wire. Per procedures, all clip tips are evaluated under a 5x magnification for the presence of jaws and stylet wires. Furthermore, the stylet wires are evaluated under 5x magnification to ensure the wire is within the metal portion of the housing. Outside of the visual evaluation there is also a functional evaluation at the completion of the device. The operator is asked to close and open the device one time to ensure the device closes and opens with no hitches, friction, or for any components to separate. Packaging operators are asked to close the device, place a clip cover, and re-open the device once the cover is on. Both functional actions should assist with finding any nonconformances. The root cause for why the jaw fell off cannot be determined without the jaw and accompanying stylet wire." The device history record was reviewed. The lot was manufactured april 2025. There were relevant defects noted in the manufacturing/fqc checklists for short stylet wires = 4 and visual/cosmetic jaw defect = 20. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The supplier provided the following, "root cause could not be determined. Awareness training will be performed with the production and packaging associates". A review of the device history record was performed, and any relevant defects have been noted. The visual evaluation of the device confirmed the customer's complaint of missing jaw/stylet wire. Functional testing was limited due to the condition of the returned device. During the manufacturing process the device is both visually inspected for the present of the jaws/stylet wires and functionally tested to verify the jaws open and close. During packaging the jaws are closed prior to placing the clip cover on. The root cause for why the jaw fell off cannot be determined without the jaw and accompanying stylet wire." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
Prior to a clipping procedure, the nurse prepared a cook instinct plus endoscopic clipping device. It was reported that the nurse opened the instinct plus and tried to open and close the clip prior to going into the scope working channel and noticed the clip end was missing a side to the clip jaws itself. This occurred prior to patient contact; there was no impact to the patient.